Manufacturer narrative:
The reported issue was addressed with phone support. The technical support engineer (tse) had the customer power down the system then cycle all the breakers and emergency power off (epo) the patient side cart (psc). The customer also checked all of the blue fiber cable connections. The customer powered the system back on with no issues as well as orient the endoscope with no issues. The field service engineer (fse) was advised that the issue was resolved by using a spare endoscope. No site visit was conducted. The system was working properly and no additional action was required. Technical support engineer (tse) found errors 23/55 and 31243 in the logs which points to the surgeon side console (ssc) and patient side console (psc) timing out.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the 30-degree endoscope would not orient correctly. The customer contacted a tech support engineer (tse). The tse was advised that the endoscope was docked at the time of the call. The customer stated that they are also getting an error message that the blue fiber cables require cleaning. The error logs show 23/55 errors along with 31243 errors, pointing to the surgeon side console (ssc) or patient side cart (psc) timing out. The tse had the customer power down the system then cycle all the breakers and emergency power off (epo) the psc. The customer also checked all of the blue fiber cable connections. The customer powered the system back on with no issues as well as orient the endoscope with no issues. The customer continued with procedure set up. No patient injury was reported.